Event description:
It was reported that there was a smoke smell in the pt's room and they found the pt data module (pdm) with a hole in the middle of the plastic case. The plastic had started to melt. There was no serious injury or death associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.